Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Did any piece break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded?

Event description:
It was reported that received the quality complaint about the echelon ec45a stapler and two blue ecr45b staples were used in bariatric surgery on (B)(6) 2018 and both presented problems (the stapler did not open within the patient's cavity), during the procedure, at the stage of tissue stapling. We replaced the three items for equal items of jnj that we had in the hospital, and the surgery was finished, without problems and no harm to the patient, according to the nursing report.